Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon the iab would not advance through the sheath. The iab was removed and had become unfurled. The customer states the problem occurs frequently. A different sheath was used and the iab still would not pass through the sheath. A new iab was opened and it passed through the sheath without difficulty. The sheath that comes with the iab is always very difficult to unlock dilator according to the customer. There was no reported injury to the patient. This complaint is being reported for the event in question that occurred on (B)(6) 2018. There is a separate submission for the customer's report that the problem occurs frequently.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon the iab would not advance through the sheath. The iab was removed and had become unfurled. The customer states the problem occurs frequently. A different sheath was used and the iab still would not pass through the sheath. A new iab was opened and it passed through the sheath without difficulty. The sheath that comes with the iab is always very difficult to unlock dilator according to the customer. There was no reported injury to the patient. This complaint is being reported for the event in question that occurred on (B)(6) 2018. There is a separate submission for the customer's report that the problem occurs frequently.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. One kink was found on the inner lumen within the membrane approximately 26.2cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon the iab would not advance through the sheath. The iab was removed and had become unfurled. The customer states the problem occurs frequently. A different sheath was used and the iab still would not pass through the sheath. A new iab was opened and it passed through the sheath without difficulty. The sheath that comes with the iab is always very difficult to unlock dilator according to the customer. There was no reported injury to the patient. This complaint is being reported for the event in question that occurred on (B)(6) 2018. There is a separate submission for the customer's report that the problem occurs frequently.